Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray. At the time of receipt, the needle/stiffener was observed separated. The sample was visually inspected and found to be nonconforming the needle assembly separated from probe, confirming the received condition. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Foreign material observed on cutter, tip of cutter and port face of cutter. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Two photographs provided were reviewed and the photograph 1 shows a probe needle/stiffener assembly detachment. Photograph 2 shows a pak label with same product and lot number as reported. The evaluation confirms the report of shaft of the vitrector disengaged due to a needle/stiffener assembly detachment. The root cause for the component detachment is the adhesive bond failure which caused the needle assembly to detach from the rest of the probe assembly. An internal investigation was completed and improvements to the adhesive bond have been identified. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the shaft of the vitrector disengaged from the handpiece at the start of the procedure for a vitreous hemorrhage impacting the retina causing a hemorrhage with a probable retinal hole. Additional information was received from a health care professional who reported the planned procedure was a 25 gauge vitrectomy procedure of the right eye. The product was replaced with another one and the surgeon performed an unplanned surgical intervention utilizing laser and air/fluid gas exchange. In addition, the physician reported the patient was doing well post-operatively, no further intervention was planned, and as the patient was not from the area, the patient will be following up with their own retina specialist back home.